Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cruciate tibial bearing # item 183424 lot unk, biomet cc I-beam tray # item 141221 lot unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07868. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of femoral and poly component due to instability 6 years post initial surgery. Attempts have been made and additional information on the reported event is unavailable.